Manufacturer narrative:
Country of origin is (B)(6). Calibration and qc tests were run with acceptable results. There was no indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received false low elecsys hcg + beta test system results from the cobas e 411 rack immunoassay analyzer. The initial result was >10,000 iu/l with a data flag and the rerun result with a 1:100 dilution was 64920 iu/l with a data flag. On (B)(6) 2019, the rerun result on e602 hcg 125,555 iu/l and the rerun result on e411 108,629 iu/l with a data flag. The questionable results were reported outside the laboratory. The reagent lot number was 385627 the expiration date was asked for but not provided.